Event description:
Healthcare professional reported a right side deflation and "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as fold flaw opening. ¿ other-technical: no observed particles in the valve. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ white particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation and "hole in radius (edge)". Device has been explanted.